Event description:
Report received from abbott international affiliate (abbott-united kingdom) which states "set leaked (blood and radioisotopes) from tubing/luer connection". Although requested, no add'l info has become available.